Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Unknown procedure - "after the scissor was opened the protective sheath was removed and in the process the insulation tore." Patient status - n/a.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed that the insulation was torn/lacerated. It was noted the presence of a burn mark in the center and deepest part of the laceration. The root cause of the torn insulation is most likely due to the reusable trocar that was used during the procedure. Engineering determined that a small burr on the reusable trocar would be capable of damaging the dielectric sleeve in a similar manner as seen on the event unit. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.